Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned. An insulation abrasion was noted at 35.0 cm to 35.7 cm from distal tip and the outer coil was exposed in this area. The abrasion is consistent with that of exposure to friction with another implantable device. (B)(6). (B)(4).